Manufacturer narrative:
The model and lot numbers were not reported and the onyx will not return for investigation as it remains in the patient. The cause and nature of the required retreatment of the hypogastric aneurysm endoleak could not be conclusively determined from the provided information. However, based on the reported information, the event is likely related to patient condition. (B)(4).

Event description:
Medtronic received information through literature review that a patient with a hypogastric aneurysm required transarterial retreatment from the contralateral side to treat the hypogastric artery aneurysm. The secondary treatment was successful and the patient experienced primary clinical success, free from endoleak/no sac enlargement. The patient was being treated for a type 2 endoleak in the hypogastric artery.

Manufacturer narrative:
Additional information please reference MDR 2029214-2017-00268 for the other event from this literature review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.